Event description:
Needle shaft fell out of needle hub.

Manufacturer narrative:
Based on examination of the returned device, this event has been identified as resulting from an insufficient amount of epoxy adhesive within the needle well that secures the cannula inside the hub. This can result in detachment of the cannula. The epoxy fill process has been designed to insure that the occurrence of any defect is infrequent. Each process is continually monitored through inspections of samples to ascertain that the process is in control. Scheduled audits for visual and security of assembly insure the quality of the operation. A visual instruction on the proper set up of the applicator has been developed. This standardized the process between lines and shifts. Implemented a monthly preventative maintenance for the applicator. Installed positioning brackets for the existing sensor on each line. Increased needle pull in-process testing has been implemented. Analysis of complaint data over the past two years reveal that this type of complaint occurs at level of less than 1 in 10,000,000.